Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "blood detected" alarm twice. The customer observed no evidence of rupture of the iabp. The customer rebooted the iabp and therapy was continued on the same iabp after both times the "blood detected" alarm was generated. No pt injury was reported.

Manufacturer narrative:
The reported incident of "alarm detected" alarm was not duplicated. As a preventative measure, the blood detect sensor of the iabp was calibrated by fse on (B)(4) 2013. After calibration, the iabp functioned normally and returned to clinical use. Note: the iabp is maquet owned device used for rental and/or demonstration. (B)(4) .